Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of "stent difficult to remove." The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour polaris ureteral stent implanted in the ureter during a transurethral lithotripsy (tul) procedure performed (exact date unknown), was scheduled to be removed on an unspecified date. According to the complainant, during the removal procedure, they had difficulty removing the stent from the patient. Reportedly, it appeared that the coil of the stent got stuck on the mucosa of ureter and it was unable to advance or withdraw it. The physician successfully removed the stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.